Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited varying lead impedance measurements and oversensed noise that appeared non-physiologic in nature. The oversensed noise resulted in multiple non-sustained episodes, inappropriate shocks, and inhibition of pacing.